Event description:
A customer contacted beckman coulter inc. (Bci) in regards to non-reproducible false positive results generated by access 2 immunoassay analyzer. Patient results were not provided. The laboratory has implemented an accutni patient repeat procedure where any patient without a history and results of >0.2 ng/ml are re-spun and rerun. Hence, the event will be presumed to be worst case scenario that (B)(6) accutni patient results above the ami cut-off were initially obtained with repeat results recovering within the normal reference range. The results were not reported out of the laboratory. The event did not impact patient treatment.

Event description:
It was reported that a physician's assistant, trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after thumb advancement was completed, the clip was deployed. However, hemostasis was not achieved and manual compression was applied. After the device was removed from the anatomy, the splitting of the sheath was noted to be incomplete, and it was assumed that the clip was still in the device. There was no reported adverse pt sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that it was partially deployed. The sheath was not fully slit and the vessel locator wings were in the opened position and were not collapsed into the tubeset. The clip was still on the carrier tube. The movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going. A review of the device lot history record did not reveal any non-conformity which could have contributed to this event.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.